Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an issue during a procedure involving the assignment of hand control between two surgeon consoles. The technical service engineer (tse) observed that console 2 was controlling all the arms and was able to toggle between specific arms. However, there was an intermittent problem with console 1's right hand taking control of the instrument when using the "give all" or "take all" functions. Gabrielle mentioned that this issue had occurred previously and requested a field service engineer (fse) to inspect the system, opting not to perform any troubleshooting themselves. The customer was continuing with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and the reported error was confirmed but and replicated. In the system logs, a grip error was found indicating grip registering, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where calibration was found to be failing during grip calibration. Once the testing was completed, the grip levers and spring were tested and were verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to mechanical defects on geared grip levers located on mtm.

Event description:
Refer to h11 for follow-up information.